Event description:
It was reported that an angio-seal was deployed post stenting procedure. Two days later, the stents thrombosed and the pt was taken to surgery for a femoral-popliteal bypass. During surgery, the angio-seal anchor and suture were retrieved. Upon retrieval, it was discovered that the anchor was not sitting against the inside of the arterial wall, but was dangling by the suture, 2mm into the vessel. There was no sign of the collagen. The physician stated that it was unlikely that the angio-seal caused the occlusion/thrombosis. The pt was reported to be doing well. The pt was on a continuous heparin drip.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. According to the IFU, the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.